Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿close door message¿ was not reproduced. A review of the event history log revealed "shut door - power off!" Messages. A service history review found no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be intermitting lower latch switch. The lower auxiliary will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed close door message during testing. There was no patient involvement. No additional information is available.